Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Also, device was received with a moisture damage on the motor and vibrator assembly noted. Unable to verify audio anomaly, keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. The customer was assisted with troubleshooting and display did not returned back. The customer was reported that the insulin pump was exposed to moisture and keypad was unresponsive. The customer reported that the insulin pump display did not returned after restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.